Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6) and the reported events cannot be conclusively determined. The reported pump malpositioning was confirmed via images provided by the account. The reported low flow alarms cannot be conclusively determined as no log files from the time of the reported event were provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including bleeding, stroke, hypertension, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) with a headache on (B)(6) 2023. The headache was initially described as sharp pain but later described as coming and going in the right parietal region. The patient also complained of sinus pressure and runny nose with right-sided tenderness. Computed tomography (CT) scan showed 3 millimeter (mm) extra-axial collection overlying the right frontoparietal convexity concerning for acute on chronic subdural hematoma. The patient was admitted to the intensive care unit (ICU) after receiving intravenous vitamin k and kcentra (prothrombin complex) in the emergency department (ed). A neurosurgery consult recommended short interval stability imaging and hourly neurologic checks. It was noted that the patient had a history of subdural hematoma and computed tomography (CT) scan results indicated the possibility of recurrent acute on chronic subdural collection. It was later reported that the patient initially presented with 3 days of headaches which worsened 5 hours prior to presentation. The headache involved the right temporal and occipital area with associated brief blurring of vision in the right eye. The patient otherwise denied any seizures, neurological deficits, fevers, chills, chest pain, or shortness of breath. Low flow alerts were noted over the past week. A repeat CT after 6 hours showed a 4 mm subdural hematoma which appeared stable and minimally increased. 24 hour observation did not reveal any neurological deficits. Repeat CT on (B)(6) 2023 showed a stable subdural hematoma (sdh). Additional information was received that the low flows were attributed to chronic right ventricular (rv) failure with aortic insufficiency complicating support. The inflow cannula also appeared to be rotated. The patient was not a transplant candidate due to age. Additionally, blood pressure was maintained higher than normal due to sdh and neurosurgery recommendations. After neurosurgery cleared the patient, blood pressure medications were resumed with a significant reduction in the amount of low flow alarms noted during hospitalization. It was noted that low flows were not uncommon for the patient, although they were generally infrequent. One episode of documented hypertension with low flow alarms were noted. No other symptoms were noted during the alarms. After discussing the risks and benefits for anticoagulation, the patient elected to stay off of coumadin (warfarin). The patient was discharged home in stable condition on (B)(6) 2023 after being cleared by neurosurgery and starting on acetylsalicylic acid (asa).

Manufacturer narrative:
Related MFR for previous subdural hematoma 2916596-2022-11938. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.